Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, however, the visual inspection noted a slightly damaged setscrew and damage to the grommet.

Event description:
It was reported the during the implant procedure that there was a stuck setscrew. The device was not implanted. No patient complications have been reported as a result of this event.